Event description:
It was reported that the customer was treated for hypoglycemia. The customer stated that the link gave an incorrect bg reading and the bolus wizard estimated a bolus amount that was delivered. It was indicated that the paramedics were called to assist the customer. In addition, the customer said that they already contacted the other MFR and had the link replaced.